Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as only the patient's bearing was revised.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown persona bearing, catalog # unknown, lot # unknown. Unknown persona tibial tray, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04886 and 0001822565-2017-04888.

Event description:
It was reported following an initial knee arthroplasty, the patient will be revised due to: popping, snapping, loosening, warm to the touch, swelling, and pain. The patient has already underwent two manipulations. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.